Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2015-63668.

Event description:
The customer reported via phone call that he experienced high blood glucose of 600 mg/dl. The customer stated that he had issues with the sensors and the infusion sets not sticking and not staying in his skin. The customer stated that he uses stickers and overtape and does not use soaps or lotions on the site. He inserts the sensor and then a day later they start getting loose. Customer stated this has caused the sensor readings not to be accurate. Customer was advised the sensors would be replaced and returned for analysis.